Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The compressor's pressure regulator muffler was loose, so it was improved by tightening it again. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) an unusual noise was heard from the pump. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) an unusual noise was heard from the pump.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6)